Event description:
The patient is a (B)(6) female with a history of squamous cell cancer of the esophagus and lung cancer. The patient had previous radiation treatment, a previous endoscopic mucosal resection (emr) in the mid esophagus as well as two previous cryoballoon ablation treatments. Patient underwent cryoablation procedure with the c2 cryoballoon ablation system on (B)(6) 2017. The physician sprayed lugol's solution diluted to 2% to identify the lesions; once identified he used a snare tip to coagulate mark the sites he was going to ablate. The first ablation was successful, but at the second ablation site (the more proximal lesion) the physician noticed a perforation that was 8 cm long by 5 mm wide. The physician successfully placed an esophageal stent then sutured to prevent migration. After checking with the patient in recovery the physician noted that the patient was doing fine and not in any pain. On (B)(6) 2017 during a conversation between c2 therapeutics and the physician, the physician noted that he was surprised at how fragile the esophagus was but he was not discouraged. He described the patient as being very sick with an extensive history of treatment including the 2 previous cryoballoon ablation treatments to treat 8 cm of disease as well as an emr, radiation and previous lung cancer; so cryoballoon treatment was this patient's only option. During a follow-up conversation between c2 therapeutics and the physician on 21 july 2017, the physician stated that the patient is doing well, that a gi series x ray was negative for any leak following placement of the esophageal stent and that the patient was starting a liquid diet and will likely be going home the next day.